Event description:
During manufacturer review of a vns patient's programming history, it was noted a generator diagnostics test was performed in an office setting on (B)(6) 2009 and it is not clear if the patient left the office at intended settings as a final interrogation to verify settings was not performed. In addition, a faulted systems diagnostics test also occurred. Generator diagnostics will reset the output current to 0ma; this test is only to be used to test the generator itself during implant surgery, and is not to be performed after a patient is implanted with vns.

Manufacturer narrative:
Analysis of programming history.